Event description:
A (B)(6), obese, male, presented to (B)(6) hospital on (B)(6) 2011, with a ruptured abdominal aortic aneurysm. Taken to surgery emergently for endovascular repair with a medtronic talent stent graft with xcelerant hos bifurcated. Several times during the procedure, the pt required CPR. Aortograms performed after placement of the stent did not show any leaks, and both hypogastric arteries were patent. Pt was stabilized in the ICU post-operatively. On (B)(6) 2011, while in the ICU, the pt's blood pressure emergently was a type 3 endoleak, secondary to a hole/separation in fibers was noted from the right limb of the aortic stent graft (noted during angiography). This caused abdominal compartment syndrome, which required a decompressive laparotomy. Towards the end of the procedure, the pt lost his blood pressure. Resuscitative measures were not successful and the pt was pronounced death intraoperatively.